Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they surgeon fired the first device and the clips were coming out scissored after the initial firing. They used a second device and the same thing happened at the first firing. They used the second device to compete the procedure but during additional firings there were several clips that were scissoring. There was no patient consequence reported. There were two surgeons firing the devices in this procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st and during the event. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In.